Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a loose plug. The following was reported, "while investigating the issues above another item, 20ga x 1.25 nexiva, part# 383517 lot#8354797 was discovered with the same issue ¿ the vent plug was loose inside the packaging. I have 2ea of sterile product in the original packaging to return for testing. I am not sure if any of these were used in patients."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva closed IV catheter system had a loose plug. The following was reported, "while investigating the issues above another item, 20ga x 1.25 nexiva, part# (B)(4), lot#8354797 was discovered with the same issue; the vent plug was loose inside the packaging. I have 2ea of sterile product in the original packaging to return for testing. I am not sure if any of these were used in patients."